Manufacturer narrative:
This report is submitted on oct 31, 2023.

Manufacturer narrative:
This report is submitted on september 22, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to facial nerve stimulation. The patient was reimplanted with another cochlear device during the same surgery.